Event description:
We received an allegation of a meter display showing partial in the result field for 1 patient tested with coaguchek xs meter serial number: (B)(4). On around on (B)(6) 2022, the patient received a partial display on the meter. On (B)(6) 2022, the patient called and was advised to perform a display test and display was complete. The patient was then advised to review the meter memory and she mentioned that the results field appears partially faded. The patient advised that she had not required any dose changes in the last month. The patient's therapeutic range was not provided.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The patient was advised there is a risk of misinterpreting results and meter should not be used.

Manufacturer narrative:
The meter was returned for investigation. Meter display was tested and several segments on the display failed to properly display. The circuit board was tested and contamination was found that interrupts a conductive rubber contact. The root cause is determined to be contamination due to improper handling or maintenance by the customer.